Event description:
It was reported "on 28th june patient was inserted with this PICC line and on 30th july when patient's line was blocked then the dr. Removed the line as no option left, after removal it was in expanded position and the dr. Called me and shared a photo which she took in out immediately after removal, the PICC was not in it's original characteristics. Patient had to go through other line, line was inserted on 28th june, from that day to till today line was inside patient body and patient hhh status is negative as per confirmation from hcp". No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported "on 28th june patient was inserted with this PICC line and on 30th july when patient's line was blocked then the dr. Removed the line as no option left, after removal it was in expanded position and the dr. Called me and shared a photo which she took in ot immediately after removal, the PICC was not in it's original characteristics. Patient had to go through other line, line was inserted on 28th june, from that day to till today line was inside patient body and patient hhh status is negative as per confirmation from hcp". No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of inability to infuse was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed from the 16 cm depth marker to the 17 cm depth marker. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ 'c' shaped split ¿ tensile weakness at the fracture site (due to material ballooning prior to burst) ¿ granular fracture surface texture (typical of tearing failure modes) ¿ the catheter material was visibly lighter in color at the fracture site. An occlusion was observed distal to the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported "on (B)(6) patient was inserted with this PICC line and on (B)(6) when patient's line was blocked then the dr. Removed the line as no option left, after removal it was in expanded position and the dr. Called me and shared a photo which she took in ot immediately after removal, the PICC was not in it's original characteristics. Patient had to go through other line, line was inserted on (B)(6), from that day to till today line was inside patient body and patient hhh status is negative as per confirmation from hcp". No other information was provided.